Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following the procedure, the patient complained of chest pain and nausea. An echo was performed and pericardial effusion was discovered. The patient was administered medicine and will continue to be monitored. The device was temporarily reprogrammed. The patient is stable.